Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A0907: unable to pass registration a0908: trace registration passed, but when verifying, instruments navigated to opposite side of patient d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, software version #: 2.1.0 f1908: delay of less than one hour f26: no patient impact h6: software analysis was performed. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial biopsy procedure. It was reported that the site was unable to pass registration while in surgery. The patient had 10 fiducials with relative asymmetric placement. When trying to register using touch on the fiducials they were unable to pass. When switching to trace registration they passed, but when verifying, the surgeon saw the instrument navigated on the opposite side of the patient. Technical services (ts) had the medtronic representative (rep) check that correct orientation was selected in application admin. Checked that surface of registration model was as smooth as possible and ensured that there were no holes in the edit model screen. Ts had the rep switch to three point touch trace registration. The site was able to pass and felt confident to continue surgery. Delay in surgery and patient impact were not provided. Additional information was received, it was reported there was a 30 minute delay while registering the patient. There was no impact on patient outcome. After the first passing registration, the surgeon navigated to the desired entry point for the case, which was just above the patient¿s left ear to confirm accuracy before proceeding. The software displayed the location as just above the patient¿s right ear. The estimated measurement of inaccuracy in mm for that distance was unknown. The procedure during this event was a cranial resection and the issue occurred pre-operatively.